Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned to bsc for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, a guide wire tip detachment occurred. The target lesion was located in the occluded renal artery. A 300cm, 8cm poly tip v-18 control wire encountered difficulty crossing the lesion. During withdrawal, the v18 guide wire tip stretched and a small tip of the guide wire detached and remained in the vessel. Then, the physician performed aspiration with a syringe, and the detached tip "came out" of the vessel. The procedure was not completed due to another reason. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was further reported that the target lesion was denovo, totally occluded and located in the mildly tortuous and severely calcified renal artery. Approximately 5 mm of the guide wire tip detached.